Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The procedure was concluded without any reported complications and the patient was reported to have tolerated the procedure. Around (B)(6) 2017, a three year follow-up computed tomography scan identified a proximal type I endoleak with evidence of aneurysm enlargement (amount unknown). The cause of the proximal type I endoleak is reportedly due to aortic remodeling. On (B)(6) 2017, an additional procedure was performed to treat the proximal type I endoleak. According to the report, an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography reportedly showed resolution of the endoleak, and the patient tolerated the procedure.